Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error and audio anomaly. The customer¿s blood glucose level was 110 mg/dl. The customer reported that the buttons were not working properly. The customer reported that the time clock was advancing. It was reported that they had vibrate anomaly and not working. The customer performed self-test and the insulin pump did not vibrate during the vibration test. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response at up and down arrow due to flattened dome switch. Insulin pump passed displacement test. Self test. No audio/vibrate anomaly noted.